Event description:
During an initial implant procedure, the guidewire and stylet was unable to advance into the left ventricular (lv) lead. A new lv lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the damaged inner coil consistent with procedural damage. The guidewire insertion test could not be performed due to the damaged inner coil. The cause of the reported event was isolated to the damaged inner coil.